Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No button error alarm. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during a set change. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 92 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. She also stated the fill cannula amount was displaying 1.0 units instead of 0.7 units. Nothing further was reported.